Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient requested help to turn stimulation back on, after having turned it off for a procedure (no allegation related to device/therapy). The patient noted they had a stroke in 2012, and since then they had a hard time with comprehension, sometimes a very hard time (no allegation related to device/therapy). They were worked with to use their equipment, and initially the patient reported seeing only mytherapy and not micromytherapy, and when trying to use the handset and communicator, they reported seeing: device not responding. Mobility was conferenced on and they helped the patient navigate to the serial number. It was determined the handset was actually a trial device, and not correct to use with their ins. The patient found their handset and troubleshooting continued with them trying to use the micromytherapy application, however, they could no longer find the communicator and kept trying to use the recharger and the recharger application. They had no one to help them. After extensively trying to help the patient, an offer to send an email to the manufacturer representatives in the area was made instead. The issue was not resolved through troubleshooting. An email was sent to the reps in the area. The patient's relevant medical history included a heart issue, a stroke that affected their memory, and thinking issues (no allegation related to device/therapy). They also mentioned they recharged almost every day because they used about 60-70 percent. Their ins was working overtime and their ins was moved, but provided no further information about this and no further clarification was done because of the confusing nature of the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep stated that the original implant was implanted too deeply. The healthcare provider (hcp) is aware. Replacement is scheduled for (B)(6) 2021. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the revision did happen on (B)(6) 2021.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were a newer rep and did not know anything about the ins being moved. The patient did not mention it to them when they spoke with them over the phone. They did not know if this was in reference to a device revision. It was unknown what the cause of the communication issue was, and the patient did not have an appointment in the office until october. The issue was not yet resolved. The cause of the frequent recharging and ins working "overtime" was unknown. When asked what steps were or would be taken to resolve the issue, they responded the patient would be seen by a manufacturer representative when they came to the office in october. No device removal or replacement was planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the statement, "their ins was moved" was not said to them. It was said on the original call by the patient to the manufacturer representative who took the call. They saw the patient the other day in the office and no one "moved" the ins. If anything, the ins was implanted too deep and it was difficult for the patient to connect with the recharger, and this had caused frustration. The patient wanted the rechargeable ins to be removed and replaced with a recharge-free device. The physician was aware, and was planning for the replacement. When asked what most likely caused or contributed to the communication issue, the rep responded the implantable pulse generator (ipg) appeared to be implanted too deep and could not easily connect with the recharger. When asked what steps were or would be taken to resolve the issue, they replied the patient would be scheduled for a replacement to a recharge-free device. The issue was not yet resolved. They did not yet have a date of the surgery.

Manufacturer narrative:
A4: weight given as approximate value. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.